Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) due to unspecified reasons. During the procedure the existing pump was removed and replaced. No information was provided about the patient's outcome. It was further reported that the patient pump was not functioning correctly leading to the procedure. No more information available through physician. Should additional information become available, it will be provided.